Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-04. It was reported that the need for the lead revision was because the lead migrated, and the patient had pain when she turned the stimulation on. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-oct-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell and had no pain relief. The patient was scheduled for a lead revision on (B)(6) 2018. No further complications were reported.